Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular leads. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.